Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sg vs bg issues and that during troubleshooting they stated high blood glucose level of 535mg/dl at the time of the call. Customer declined to troubleshoot for high blood glucose. Customer was assisted with sg vs bg troubleshooting and found no bent cannula and used within recommended duration. Customer was advised insertion technique per instruction for use. The insulin pump will not be returned for analysis.